Event description:
The patient presented with a high gradient and underwent a re-do aortic valve replacement procedure. Intraoperatively, the sjm epic valve was found to be thrombosed with greyish tissue on the outflow side of the cusp. The valve was removed and replaced by a 21 mm sjm trifecta tissue valve. The patient was reported to be in stable condition postoperatively.